Manufacturer narrative:
Concomitant medical products: d314trg crt-d, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds with high programmed outputs. It was also noted that the ra lead exhibited undersensing as some atrial fibrillation waves were not seen. The lead was programmed off and ultimately capped. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion thought to be a result of the high ra lead outputs. The crt-d was explanted and the system was downgraded to a single chamber system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.